Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient¿s mother reported a missing sensor wire. Upon removal of the sensor, no portion of the sensor wire was visible on the sensor pod. The patient alleged the sensor wire remained in the skin, and he developed pain, swelling, and cellulitis at the insertion site. On (B)(6) 2024 at 1:51 pm, the symptoms did not subside which prompted him to go to the emergency room (ER). In the emergency room, he went through triage and had an ultrasound to and laboratory work, but due to the long wait time, the patient decided to leave after 11 hours, and he did not receive the test results. On (B)(6) 2024, the patient informed his mother the symptoms did not subside, and the area needed to be lanced. On an unspecified date, he consulted a physician who prescribed a course of unspecified oral antibiotic medication. At the time of report, his mother stated he was doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.